Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing and coming from the cartridge. The customer's blood glucose level was 416 mg/dl and it was addressed by changing the supplies/delivering a bolus.